Event description:
Information received indicates the brake will set but does not hold.

Manufacturer narrative:
The technician found the brake caster would not lock. The technician replaced the brake caster to repair the bed.